Event description:
During the saphenous vein harvesting procedure, the conical tip was fixed on the endoscope, but after some minutes there was blood inside of the tip thus impairing the view. The procedure was converted to an open leg procedure in order to complete the case.